Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroilia & thoracolumbar procedure. It was reported that there was an alleged inaccuracy with a screw insertion into its pedicle. It was noted that both the drill guide and tap appeared to be accurate. The manufacturer representative (rep) reported that the screw projection appeared to be 50mm outside of the patient along the screw trajectory when the screw was fully inserted into the pedicle. As a result, they took the instrument tracker out and re-verified. However, the issue persisted. The rep was later informed that the tech had been using the incorrect driver. The rep swapped the longitudinal driver for the mas driver, which resolved the issue. There was no reported impact on patient outcome. There was no surgical delay due to the reported issue.

Manufacturer narrative:
H3) the software team reviewed the case details. According to the case description, an alleged inaccuracy was reported with a screw insertion into its pedicle. The manufacturer representative (rep) noted that both the drill guide and tap appeared to be accurate. However, according to the rep, an incorrect driver had been used. The rep swapped the longitudinal driver for the mas driver, which resolved the issue. Based on the information provided, this appears to be a user error and does not appear to be an issue with the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.